Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has brugada syndrome and is a runner and when she gets her heart rate elevated, her qrs morphology changes drastically. The patient has been shocked twice inappropriately in two separate vectors. A boston scientific engineer performed simulations of some elevated heart rates in the current vector, but the model did not match or did not elicit the same outcome. A second engineer repeated the simulation and observed the oversensing previously reported. The episode was then simulated with smart pass off and the oversensing was greatly mitigated and the shock as recorded in the stored episode was avoided in the simulation. No adverse patient effects were reported.